Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an monofocal intraocular lens, model zcb00, from the right eye of a female patient was performed because she had difficulty seeing near and had intermittent blurred vision. The replacement lens is a tecnis multifocal model. No patient injuries were reported and she is happy with her outcome. The explanted lens will not be returned to the manufacture. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.